Event description:
It was reported that this pacemaker system recorded an alert for high out of range pacing impedance measuring above 3000 ohms on the right atrial (ra) lead. Technical services (ts) was consulted and upon review, it was noted that there were stored signal artifact monitor (sam) episodes for minute ventilation (mv) signal oversensing. Ts advised on in office evaluation of the system. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system recorded an alert for high out of range pacing impedance measuring above 3000 ohms on the right atrial (ra) lead. Technical services (ts) was consulted and upon review, it was noted that there were stored signal artifact monitor (sam) episodes for minute ventilation (mv) signal oversensing. Ts advised on in office evaluation of the system. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.